Event description:
It was reported to a physio-control service representative that when the customer received their new device, the device would not power on. The device only gave a high tone from the speaker and could not be turned on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the digital pcb assembly caused the device to lock-up with an alert tone sounding. In the locked-up state, the device could not charge and shock energy. Upon further evaluation of the digital pcb assembly, the digital pcb assembly started to operate properly and would no longer fail. A further component cause could not be determined. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.